Event description:
Subject was seen by dr. (B)(6) on (B)(6) 2026 with complaints of swelling across his surgical incision site that started three days prior. Reports localized tenderness and denies fever. Reports that since surgery he experiences head pressure and cognitive fogginess. Subject was sent for CT imaging on (B)(6) 2026, that confirmed csf leak. Subject denies any activities that increase intracranial pressure. Subject is scheduled for revision surgery on (B)(6) 2026. Repair surgery performed on (B)(6) 2026. Several valsalva maneuvers were conducted to find the leak, but none was noted. Watertight closure was achieved, with no csf leak following wound closure, no complications.